Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box showed several unexpected power reboots on a single day. During the actual testing, the pump powered on correctly with no power interruptions. The battery cap was able to fit and to maintain the electrical connection. The cap was tightened and then loosened one half turn with no power interruptions. The pump was opened up and no intermittent conditions were found on the power printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, upon battery change, the no power issue remained unresolved. In addition, the battery cap was changed but the pump did not power on. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.